Event description:
The customer reported a ventilator had a screen error. Patient or user involvement information is unknown and was requested from the customer. The customer did not respond. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information is pending.

Manufacturer narrative:
Visual inspection of the customer's returned touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue of touchscreen failure. The fi technician tested the touchscreen, and no failures were identified.

Manufacturer narrative:
The field service engineer (fse) replaced the touchscreen and front bezel. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
The customer reported a ventilator had a screen error. Patient or user involvement information is unknown and was requested from the customer. The customer did not respond. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information is pending.